Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the top cover, front enclosure, bottom enclosure and battery compartment were cracked. The battery lock was also missing. The physical damages found during visual inspection are unrelated to the customer's reported complaint that the autopulse platform did not power on with any batteries. A review of the platform's archive data was performed and found no sessions on the reported event date of (B)(6) 2015. The archive data does not tell if the user attempted to power the device on, therefore, the reported complaint could not be confirmed through review of the platform's archive data. The reported complaint was not reproduced during functional testing. The platform successfully powered on with both in-house autopulse li-ion and nimh test batteries. A run-in test was performed using a mannequin for 15 minutes without any issues. Based on the investigation, the parts identified for replacement were the top cover, front enclosure, bottom enclosure, battery compartment and battery lock. In summary, the customer's reported complaint that the autopulse platform did not power on with any batteries was not confirmed. The reported complaint was not replicated during functional testing. The platform successfully powered on with both in-house li-ion and nimh test batteries. A run-in test was performed using a mannequin for 15 minutes without any issues. There were no device deficiencies found during evaluation of the returned platform which could have caused or contributed to the reported complaint. Therefore, a root cause could not be determined. Please note that no batteries were returned for investigation. The physical damages found during visual inspection are unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing.

Event description:
It was reported that the autopulse platform did not power on with any batteries. No adverse patient sequelae was reported. No further information was provided.